Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer unable directly address the symptoms outlined in the complaint. Mineral spots consistent with water ingress were found on the motor casing. Confirmed that there was evidence of sound abatement foam degradation/breakdown observed in the base unit. Sound abatement foam appears to have degraded and does not return to its original shape when compressed.